Event description:
Sorin group received a report that the roller pump stopped and displayed an error message during a procedure. The system was re-booted and the procedure was completed without further issues. There was no report of pt injury.

Manufacturer narrative:
Pt information was not provided. Sorin group (B)(4) manufactures the stockert compact system. The incident occured in (B)(4). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up will be sent when the investigation is complete.

Manufacturer narrative:
(B)(4). The customer has declined to return the device to livanova (B)(4) for evaluation and no further investigation could be performed. However, the customer replaced the pump on their own and no further issues were reported. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Device not received.